Event description:
It was reported that during a laparoscopic low anterior resection procedure, there was a co2 gas leakage. It is not known how procedure was completed. There was no patient consequence. The device will not be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as whistling or hissing? Yes whistling. If so, did the noise prevent insufflation? Please describe the noise. With whistling sound, gas insufflation was prevented.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, (B)(4) - report # 3005075853-2012-01951 is a duplicate of report # 3005075853-2012-01828 and has been voided.